Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000107413.

Event description:
It was reported that the patient experienced ineffective therapy due to several high impedances on one lead. As a result, the leads were replaced with a paddle lead via surgical intervention on (B)(6) 2025. Therapy was restored post operatively. It is unknown which lead caused/contributed to the issue.